Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a pump error alarm. The customer's blood glucose was 150 mg/dl at the time of incident. The customer was assisted in clearing the alarm and they were able to finish complete prime process. The customer was advised to bolus into air. The customer stated that the bolus amount was not recorded in the bolus history. The customer repeated the bolus delivery but the customer stated that the bolus amount was not recorded in the bolus history again. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exiting the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies were noted during testing. The pump error 63 was noted in the formatted history file due to cold solder joints at the keypad assembly. The pump was received with a scratched case, at the broken belt clip rails, a faded serial number label, a pillowing keypad overlay, and minor scratches on the lcd window.